Event description:
This unit was being used to perform CPR on a patient in cardiac arrest. It was reported that when the oxygen source was switched from portable oxygen to the ambulance outlet. The unit would not run. The unit immediately switched back to the portable supply and the device again ran fine. Paramedics reported that the patient had full CPR support during the code.